Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead tip was noted to be crooked and very flexible prior to implant. Lead was not used and was replaced. Patient's condition was good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.